Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the nozzle of the subject device had been clogged with foreign material and foreign material could not be removed even though the correct reprocess was performed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, air did not flow from the subject device, and the subject device was clogged. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - fragments of silicone rubber products used in the endoscopy room and/or the injection tube which is an accessory of the subject device remained due to difference in reprocessing process between the facility and the instruction manual recommendation. - the user did not perform pre-cleaning immediately after procedure. - water flow was not enough at pre-cleaning.